Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct18. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator screen was broken and the ventilator screen was not functioning. No patient involvement. Reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 26oct2018. Philip's service engineer (se) inspected the device. The se replaced the man-machine interface (mmi) printed circuit board assembly (pcba) and the unit was repaired.

Manufacturer narrative:
Date of report: 26-oct-2018. Date of manufacturer: 26-oct-2018. Philip's service engineer (se) inspected the device. The se replaced the man-machine interface (mmi) printed circuit board assembly (pcba) and the unit was repaired.